Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps) when pulling the filter into the delivery catheter (dc), it broke. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Event description:
It was reported that during preparation of the emboshield nav6 embolic protection system (eps) when pulling the filter into the delivery catheter (dc), it broke. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Return device analysis was unable to confirm the broken filter.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on observations from the returned analysis, a definitive cause for the difficulty could not be determined. The reported break was not confirmed; however, damage to the delivery catheter pod was noted and is consistent with difficulties encountered during preparation and/or loading the filter. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod and preventing the filtration element from loading properly; however, this could not be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.